Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad anomaly. Customer stated that buttons were harder to press and have to be pressed multiple times to work. Customer stated that the display screen was cloudy. Customer stated that the insulin pump was taking longer to rewind. Insulin pump's battery life was down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.